Event description:
Failed left prosthetic knee patellar component. Total knee arthroplasty - on (B)(6) 2015; stryker triathlon implants x-ray - on (B)(6) 2022. There has been progressive medial displacement of the patellar resurfacing component x-ray - on (B)(6) 2022 - redemonstrated medial dislocation of the patellar prosthesis component which is chronic. X-ray - on (B)(6) 2022 - unchanged chronic medial dislocation of the patellar prosthesis and lateral dislocation of the patella. FDA safety report ID# (B)(4).